Event description:
It was reported that the patient experienced discomfort at the midline incision site. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Event description:
It was reported that the patient experienced discomfort at the midline incision site. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.